Event description:
The customer (biomedical engineer) reported that a pin was broken off of their defibrillation therapy cable assembly and stuck inside the therapy connector assembly. The customer additionally reported that the device would no longer enter the paddles lead with the defibrillation cable connected. With the reported issue, the device would not have the ability to deliver defibrillation energy to a patient, if needed.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they are going to replace the therapy connector assembly. After proper device operation is observed through functional and performance testing, the device will be returned to the end user for use. The device will not be returned to physio-control for evaluation.